Event description:
Event description guidant received information from the legal department, that the patient implanted with this implantable cardioverter defibrillator (ICD) died as a result of the ICD's mechanical failure. Guidant received additional information that the patient was brady at 30 bpm when the ambulance picked up the patient. The device's lower rate limit was programmed to50ppm. The patient then went tachycardiac and the device did shock. The cause of death was end stage congestive heart failure and cardiomyopathy.